Event description:
It was reported that one device was used during a resection. It was reported by the affiliate that the tcr55 would not cut. No further details available. There was no consequence to the pt.